Event description:
Customer reported a past low blood glucose event with the lowest level at 40 mg/dl. They treated it by consuming carbohydrates like fruit and bread. The customer has a pump with ciq software, and the control-iq feature was active. Technical support recommended consulting a healthcare professional for further advice.